Event description:
A report rec'd from the (B)(6) stated the device is experiencing a "hole/cut in hose" issue and is being returned for service. It is unk if the event occurred during surgery. It is unk if pt or user injury was reported. No add'l info was provided.

Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).